Event description:
It was reported that a patient experienced fluid in the lungs coincident with peritoneal dialysis therapy and then subsequently died. The cause of the fluid in lungs and death were unknown. The patient was hospitalized for the fluid in lungs and an unrelated medical condition for approximately one month prior to death. Treatment for the fluid in lungs was not reported. It was not reported if an autopsy was performed. Peritoneal dialysis therapy was discontinued and the patient was placed on hemodialysis one month prior to death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. The review of the event history log revealed there were no keystrokes, programming, use related, or iipv events that could cause or contribute to the reported event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal/external inspection was performed with no abnormalities noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Testing of the device pneumatic system revealed no leaks and all pressures were found to be correct and stable. A short simulated therapy was successfully performed on the device. Upon conclusion of the investigation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The exact date of the fluid in lungs event was not provided: it was reported that the hospitalization for the event occurred in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.